Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-03230. It was reported that during a procedure on (B)(6) 2022, visual examination showed the lead body tubing of the right ventricular (rv) lead and the right atrial (ra) lead had adhered to each other. The physician elected to cap and replace both ra and rv leads, during the procedure the patient suffered bleeding issues. The physician was able to remediate the issue and the patient was stable post-procedure until there was a drop in blood pressure. Programming changes were then made to restore normal parameters.

Manufacturer narrative:
Correction: this report MFR#2017865-2022-03231 should not have been reported because death was not related to device.

Manufacturer narrative:
Correction: b2, b5, h2, h4, h6.

Event description:
Related manufacturer reference number: 2017865-2022-04681 new information received notes it was reported that the patient had deceased due to an unknown cause. No additional information was reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: (B)(4). It was reported that during a procedure on (B)(6) 2022, visual examination showed the lead body tubing of the right ventricular (rv) lead and the right atrial (ra) lead had adhered to each other. The physician elected to cap and replace both ra and rv leads, during the procedure the patient suffered bleeding issues. The physician was able to remediate the issue and the patient was stable post-procedure until there was a drop in blood pressure. Programming changes were then made to restore normal parameters.